Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 227 mg/dl, 83 mg/dl. The customer treated for low blood glucose with food. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when low blood glucose event was reported. The customer was reported that the insulin pump was on auto mode. Customer reported that they received calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.